Event description:
An expired navigation unit was used in a procedure.

Manufacturer narrative:
At this time the device is not expected to be reuturned to orthalign for investigation. Three attempts were made to retrieve more information about the patient impact of the events and request the units be returned for evaluation. Orthalign can confirm the expiration date for the reported navigation unit is 8/31/2924 which confirms that it wa expired when used in the case on 10/8/2024. Therefore the complatin is confirmed. The root cause is determined to be user error. The expiration date is clearly visable on the packagaging and a review of manufacturing records confirms the reported device did not have any anomalies, including in labeling. The risk of using an expired device is the sterility of the unit is compromised which can lead to patient harms including infection and immune response. No patient harm was reported in this case. Additionally, orthalign approved a 2-year shelf life of the lantern navigation unit on 8/25/2024. The expired unit in this case was signed off for sterilization on 8/24/2023, one day before the expiration date was extended from one year to two years. At this time no additional action is required.